Manufacturer narrative:
The suspect product is the comfort curve test strips

Event description:
Reporter alleged discrepant blood glucose results of 110 mg/dl back to back with a result of 400 mg/dl, when testing was performed 5 minutes apart on the advantage system meter. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip with lot number and expiration date not provided.